Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51mg/dl. The customer did not mention if they wanted to trouble shoot for low blood glucose values. No further details on low blood glucose are given. The customer was assisted with guardian sensor issues.